Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 20 mg/ml; 11 mg/day via an implantable pump. Other medication the patient was taking was noted as an ¿extensive list¿ and oxycodone was the only pain medication. Indication for use was non-malignant pain and lumbar radiculopathy. The date of the event was (B)(6) 2016. It was reported the pump was being replaced for normal battery depletion. The hcp attempted to aspirate via the catheter access port (cap) but no cerebrospinal fluid (csf) was withdrawn. Further x-ray investigation revealed that a pedicle screw had been placed directly through the catheter. The severed catheter was easily identified on fluoroscopy. The catheter had been severed during a spinal fusion surgery; dates were unknown. A revision of the catheter was performed and the catheter was replaced. The daily dose was morphine 11 mg/day before the revision. The physician elected to restart the pump at 1.5 mg/day after revision because it did not seem that the catheter was patent. The patient had urinary retention at that dose, so the dose was lowered to 0.5 mg/day. The issue was resolved and patient status was alive; no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.